Event description:
Caller alleged discrepant inratio2 results compared with the lab. Results as follows: date: week of (B)(6) 2011, inratio: 1.2, doctor's poc: 1.3, lab: 3.8 (<1 hour between tests). Date: (B)(6) 2011, inratio: 1.5, lab: 6.5. Doctor gave the patient self tester vitamin k on (B)(6) 2011 based on the lab result.

Manufacturer narrative:
Investigation pending.